Event description:
It was reported that md started catheter insertion followed by standard procedures (skin widen, dilated, cleaned blood on the guidewire with heparinized saline.) Clean catheter (central lumen was washed) was inserted into femoral artery successfully. Later, resistance was met when md withdrew guidewire, and blood was found in catheter. Md exchanged iab & finished insertion successfully.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.